Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 05/08/2024.

Event description:
Healthcare professional reported right side rupture confirmed via MRI. Healthcare professional later reported "capsular contracture" and later confirmed "baker grade: 3. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed broken assessed as fold flaw opening. And missing piece of shell assessed as inconclusive. Capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure missing was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side rupture, and capsular contracture baker grade iii. The device has been explanted and replaced.

Event description:
Healthcare professional reported, right side rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, a4, b5, d6b, h6. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional, later reported, "capsular contracture". And later confirmed, "baker grade 3. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.